Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.